Manufacturer narrative:
Results: the reported issue that the zipper is broken was confirmed. Evaluation revealed that the pt access window side panel slider body is open. No other visible damge was observed. Note: instruction for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).

Event description:
Customer reported the zipper is broken on the left side panel. Customer did not provide a date when this was discovered. There was no pt incident or injury reported.